Manufacturer narrative:
Bd received samples from the customer facility for investigation. However, the samples were not evaluated due to being past their expiration date. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer sst blood collection tubes underfilled. No report of injury or medical intervention. No report of blood exposure to mucous membrane.